Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A nurse reported that cutting and suctioning was not functioning before vitrectomy surgery. After replacing it with a new product, the procedure was completed. There was no patient impact.